Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 416 mg/dl and current blood glucose was 192 mg/dl. Customer reported that the cannula was bent. Customer declined troubleshooting. The insulin pump will not be returned for analysis.